Event description:
The customer reported via phone call that he received his replacement insulin pump and experienced a low blood glucose level of 48 mg/dl. The customer treated his low blood glucose level with glucose tablets. The customer was not admitted as an inpatient for medical treatment. The device was not returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.